Event description:
Customer reports, lancet sticks out after being fired, while using the softclix lancet device. Customer reports an accidental stick; no prior use. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.